Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom, attributable to the punctured exhaust hose observed during the device inspection.

Event description:
During testing at the user facility, the device was found to have a hole in the hose. There were no adverse consequences related to this event.